Event description:
At the initial programming session, impedance readings were >4000 ohms on some of the bipolar pairs and 1395 ohms with <15 ma (microamps) for all the other bipolar pairs. All electrodes and case were 1161 ohms and 39 ma. All bipolar pairs were 2354 ohms and 19 ma. Additional programming and testing was recommended. On (B) (6) 2009, it was reported that reprogramming had resolved the issue and the patient received good efficacy. On (B) (6) 2009 it was reported that the patient had good therapy for a week and then lost stimulation. There was no accident or incident related to the event. The patient did fall after it stopped working. Therapy impedances were >4000 ohms. It was recommended that the default test values be increased and the test re-run. The testing was redone at 3.5 volts; the results were not reported. Reprogramming was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).